Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00011, 2017865-2021-00012, 2017865-2021-00013. It was reported that an asymptomatic patient presented to a follow-up in-clinic when it was found that the patient had twiddled their implantable pacemaker system, causing the device to migrate and all the leads to dislodge. The entire system was explanted on (B)(6) 2020. Patient had no consequences as a result of the procedure.